Event description:
It was reported that an asymptomatic patient presented in clinic with device that was post-sensed t-wave oversensing on ventricular channel via stored egm. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.